Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe, 9mm to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient had been treated with star sometime in 2011 due to an ankle arthritis. In (B)(6) 2016 the patient complained that something was wrong. The polyethylene sliding core was found to be fractured after an implantation period of 5 years. The patient was revised on (B)(6) 2016. The broken poly was removed and replaced by a new one. According to information received, the patient may have fallen down. Further information such as x-rays, medical records or surgery reports was not available. Thus a real medical statement was not possible fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. The polyethylene sliding core received was completely fractured in half in the medial/ lateral direction. The poly exhibited a fractured corner (secondary crack) and plastic deformation. The surface damage (significant abrasive wear and deformation adjacent to the keel-trough) was consistent with component misalignment. Wear and surface damage morphology indicated that the poly fracture had been caused by a high impact (overload) most likely caused by the reported fall of the patient and furthermore contributed by an eccentric (unbalanced) loading. The IFU advises that the patient should protect the joint replacement from unreasonable stresses and should follow the physician¿s instructions. In particular he should strictly avoid high impact activities such as running and jumping. Based on the above information the breakage of the sliding core was not related to a deficiency of the device, but was rather caused by an overload by the patient. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient may have fallen. The poly core broke 5 years post operation. Surgeon asked me if I could send in broken poly implant to see if we could determine mechanism of poly failure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient may have fallen. The poly core broke 5 years post operation. Surgeon asked me if I could send in broken poly implant to see if we could determine mechanism of poly failure.